Manufacturer narrative:
Forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe contamination, likely biologic; the metal cap is loose within the outer flow tubing; the outer flow tubing is damaged at the open end; the outer flow tubing exhibits moderate contamination, likely biologic ; the distal end of the fiber/glass cap is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber cap detached. The protective cap at end of the fiber detached at 150,157 joules. The tip was retrieved and removed from the patients bladder. The procedure was completed using a second fiber at 385,549 joules. Patient outcome: ¿no patient injury¿ reported